Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total laparoscopic hysterectomy, the tip of the product¿s needle broke and the piece was never found while being applied on vaginal cuff closure. They used another product and the needle bent. The surgeon used variety of stitching technique. An x-ray was done post-operatively. The x-ray confirmed the needle tip was not in the patient. There was no injury caused to the patient and no medical intervention was required.